Event description:
Additional information was received indicating that there was a patient involved but there was no injury to the patient. The doctor performed a different technique to continue the tracheostomy procedure.

Event description:
It was reported that the guide wire is not workable on a smiths medical trach tube. No patient injury.